Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that the right atrial (ra) lead impedance measurements were oted to be stable around 550 to 600 ohms and increased to 1797 ohms and then greater than 2000 ohms. Post lead safety switch there were episodes of myopotential oversensing on the ra due to unipolar configuration. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).